Manufacturer narrative:
Timing link.

Event description:
It was reported by service report that the pt left head side rail will not latch. It is unk if there was pt involvement or if there are adverse consequences to report.